Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and attributed to the lithium battery on the system board. The 3 volt battery was replaced on the system board to remedy the problem. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approximately 9 years old from date of manufacture. The device was then recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.